Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl due to a leak from their sensor and had to remove it. The customer did not mention how they treated their blood glucose levels. The customer did not return the insulin pump for analysis.